Event description:
History of noise oversensing on ra lead. Atrial bipolar lead impedance warning on (B)(6) 2021." Lead manufactured by boston scientific. Case: (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).